Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the blade of the inner cylinder was damaged when the tip hit the sinskey hook while using hypervit to remove the vitreous body that was stuck in the corneal wound. It became unable to cut the vitreous body during a procedure. Since aspiration was on, the fragment has probably been aspirated. Immediately after, it became unable to cut the vitreous body. The condition of actuation was unknown. The procedure was completed after replacing the product with another one. There was no patient harm. The sample was discarded and is not available for return.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached customer photo confirms the reported issue damage tip. The report event of unable to cut cannot be confirmed on the photos attached the parent complaint. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. In the reported event description, the customer states that the tip was hit by another instrument while using the probe; therefore, the root cause for the damage observed on the photo is user handling. The reported event of unable to cut cannot be confirmed on the photos attached to the parent complaint; however, the damage observed could be a contributing factor for the cut failure. Furthermore, because a sample was not received at the manufacturing site and no lot information was provided, the exact root cause for the customer complaint issue cannot be determined. The root cause of the reported damage tip was not related to a manufacturing issue, a review of the event description reveal that the device was damage during handling. The root cause of the reported unable to cut cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).